Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 33 events for the failure: overheating of device. - 29 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had minor injury/illness/impairment. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 31 devices were evaluated based on historical data analysis. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 31 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 17 devices: product not received. 15 devices: scrapped by stryker. 1 device: product disposition is not yet determined. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.